Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that a patient developed urinary retention after a sling procedure. The pt's urinary retention lasted three months with a hypotonic bladder. The tape was cut in the midline and managed by catheterization.